Manufacturer narrative:
Investigation: samples received: broken surgical suture without its package. Analysis and results: there is one previous complaint of this code batch, but not confirmed and not for the same defect. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample, without package, with the thread broken in two parts. There is a piece of broken thread connected to the needle and the other piece constitutes the rest of the suture. We have checked the thread ends of both pieces of the suture and it can be seen that the thread seems damaged with a needle holder or some other surgical instrument. No further analysis can be done to the sample received. Without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
K011375. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that when opening the package, it was noticed that the thread was torn. Thus, it could not be used.